Event description:
A surgeon reported that there was leaking from the cassette during testing and before surgery. The issue was resolved by replacing the pak. There was no pt involved, no delays and no surgery cancellations.

Manufacturer narrative:
A sample has been received, but has not been evaluated yet. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).